Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an unknown duration of signal loss. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss over three hours. No injury or medical intervention was reported.